Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak was identified and heli-fx endoanchors were implanted. It is unknown if the endoleak was resolved post implant of the endoanchors. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.